Manufacturer narrative:
The manufacturer received the device for review, investigation is ongoing. Where lot numbers was received for the device, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the surgeon wanted to implant an anatomical shoulder domelock, dome, centric. The ball cone could not be inserted into the dome, because of resistance. At the time of this report no other information is available.

Manufacturer narrative:
Trend analysis: no trend identified. Device history records (DHR) review results: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event summary: it was reported that it was not possible to insert the ball taper into the dome. Review of received data: the surgical report of implantation was available for investigation. It describes the implantation of an anatomical shoulder domelock due to omarthrosis on the left shoulder. The steps performed in the surgery are described. After reaming of the humeral canal, attention was put to the glenoid, which was reamed, the trial component tested and finally the prosthesis cemented. Afterwards attention was put to the humerus again and the size of the head was determined and the domelock system was put on the test stem. The trial head was tested and the find to be good. The domelock was fixed and the original components assembled and implanted. There is nothing in the surgical report with regards to the reported issue. Devices analysis: the dome, the expansion ball and two pins were returned for investigation. The parts do not show any abnormality. The expansion ball and the dome were assembled in order to see if the components mate and are functional. The components were found to develop a tight interface on certain positions when combined, however, they were still functional per the defined surgical technique and could have been used to complete the surgery without any patient risk or extended surgical time. Review of product documentation: inspection plan: adjustable dome : the relevant characteristic diameter was 100% visual inspection / inspection by attributes / inspection by variables. The surgical technique: mobility between dome and expansion ball is possible when a trial head is used to rotate the former with respect to the latter. Root cause analysis: although the components were found to develop a tight interface when combined, they were still functional per the defined surgical technique and could have been used to complete the surgery without any patient risk or extended surgical time. However, all possible causes related to the issues reported are listed in dfmea. Conclusion summary based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is (B)(4).

Manufacturer narrative:
A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It has now been reported that the connection between the conical taper and the dome could not be established due to incongruency between the two components. The surgery was completed with another device.